Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, when the sheath was retrieved, that the pacing lead would "be pulled out". The lead dislodged after multiple difficult placement attempts. The lead was replaced. No patient complications have been reported as a result of this event.